Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Additional information was received at time of device evaluation that the customer experienced motor rate error. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case, bottom case, right and left plunger cases were cracked. During occlusion testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear. A combination of the motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test which passed. D4 (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the device had an unknown issue. As per additional information at the time of device evaluation, the issue was related to motor rate error. No patient injury was reported.